Event description:
A customer had contacted baxter corporate surveillance regarding a minicap extended life pd transfer set, with twist clamp, which had the tip of the twist clamp come off. This was reported to have occurred when disconnecting from the patient. A mini cap was then placed on the patient's catheter. Product surveillance spoke with the customer on (B)(4) 2012 regarding the separation issue. The customer stated that they are sending the transfer set and the mini cap for evaluation to look at the mini cap connection. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A sample was received and the problem was confirmed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was returned for evaluation. A visual inspection of the sample was performed and found the tip of the female connector had broken off. Leak testing was performed with no issues noted. The cause of the reported condition could not be determined based on the information available.

Manufacturer narrative:
(B)(4). The sample was returned to baxter for evaluation. Once the sample evaluation is completed or additional information becomes available, a follow-up report will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.